Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to a flattened button dome switch. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; most of the buttons were not working. The patient's blood glucose at the time of incident was 86 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues other than dropping it on the carpet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.